Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump was harder to press and did not always function when pressed. The customer¿s blood glucose level was unknown. The customer stated that there was several cracks on the casing of the insulin pump and the screen was severely scratched. The customer stated that the insulin pump was making a very loud noise when rewinding the piston. The customer stated that the insulin pump had random and unexplained no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery alarm or verify rewind anomaly due to buttons not responding. Device received with minor scratched lcd window and cracked case. The p-cap locks into the reservoir compartment properly noted.